Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend moved in the opposite direction. The same issue occurred even when the surgeon placed the instrument onto a different arm. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high resolution stereo viewer attempting to manipulate instrument. The instrument issue was not related to an inability to move the instrument. The instrument scaled appropriately but did not move in the intended direction. The instrument was intended to move right but it ended up moving left. The timing of the instrument was appropriate with no shakiness observed. There was no instrument to instrument interference. There was no external collisions and the issue was persistent. The customer used a backup instrument to continue the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection found the snake wrist cable loose from its original position at the proximal end. The grip cable loose from its original position at the proximal end. As a result of the loose snake wrist cable, the instrument failed instrument failed imprecise motion test. The instrument exhibited imprecise motion pitch direction during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. Root cause attributed to component failure.